Event description:
It was reported after loading a patient on the stretcher and raising it to a transport height, the medic crew let go of the stretcher and it allegedly lowered unexpectedly. The patient is alleging re-aggravation of an existing back/neck injury and sought xrays.

Manufacturer narrative:
A visual and functional evaluation was conducted and the stretcher was found to be operating as intended with no observation of anything that would have contributed to the incident. A preventive maintenance was conducted and stretcher was returned to service. The complainant advised they have received no additional information from the patient regarding the alleged injury or required medical intervention.

Event description:
It was reported after loading a patient on the stretcher and raising it to a transport height, the medic crew let go of the stretcher and it allegedly lowered unexpectedly. The patient is alleging re-aggravation of an existing back/neck injury and sought xrays.